Event description:
Hcp reported that the onset of the infection was in 1997 with fever and redness. The device was explanted in 2000. Primary location of the infection was the lead track. A culture was obtained and was positive for staph. The patient was treated with IV antibiotics and has had a "good" outcome. Patient risk factor was diabetes.